Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration). Related (B)(4) ¿ captures the skin reaction at the right arm insertion site (second sensor). No photo was provided for this record. H6 health effect - impact code - f1909 surgical procedure delayed.

Event description:
It was reported the patient experienced skin infections at two consecutive sensor insertion sites and this record captures the first sensor that had been inserted in the left arm. The patient mentioned she could no longer recall the sensor insertion date, the event date, and the names of the oral antibiotic medications that were prescribed for these events. Prior to sensor insertion the area was prepped with alcohol. The patient developed a rash, redness, inflammation, and an infection at the needle puncture site and decided to remove the first sensor from the left arm (B)(4) and inserted a new sensor in the right arm (second sensor (B)(4)). The patient developed the same skin reaction symptoms at the second sensor insertion site and decided to remove the sensor. On (B)(6) 2024, the patient consulted her diabetologist who only advised to allow the skin reaction sites to heal on its own and no treatment was provided. On an unspecified date, the skin reaction symptoms spread beyond both sensor patch perimeters, and she developed pain in both arms. On (B)(6) 2024, she followed up with her diabetologist and was prescribed the first course of oral antibiotic medication. On (B)(6) 2024, the patient consulted a surgeon who prescribed a stronger course of oral antibiotic medication. On (B)(6) 2025, the patient followed up with the surgeon who administered local anesthetic injections at both arm sensor insertion sites and performed wound debridement (scraped the scar tissue) and incision and drainage to help promote wound healing. She was then prescribed the third course of oral antibiotic medication. It was unspecified what method was used to close the surgical sites during this visit. On (B)(6) 2025, the patient had a post-surgical follow up visit and the surgeon provided stitches only at the left arm insertion site. On (B)(6) 2025, the patient followed up with the surgeon and had the stitches removed and no other medication was prescribed. The patient provided before and after surgical photos of the left arm skin infection site. The pre-operative photo shows a red undrained abscess at the needle puncture site that appears larger than the wearable patch diameter. The post-operative photos show a stitched wound, and the wound bed in different stages of healing. The photo confirmed the skin infection at the left arm insertion site. At the time of follow up contact with the patient on (B)(6) 2025, the patient confirmed the pain, and infection had already subsided at both sites, and she has a follow-up healthcare provider (hcp) appointment scheduled for (B)(6) 2025. The allegation of surgical intervention was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). B5 describe event or problem - correction to the following statement in the initial MDR, "on 02/23/2024, the patient consulted a surgeon who prescribed a stronger course of oral antibiotic medication." H2 correction.

Event description:
On (B)(6) 2024, the patient consulted a surgeon who prescribed a stronger course of oral antibiotic medication.